Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that during stent deployment and balloon dilation, the balloon burst (pinhole). The target lesion/vessel was a calcified left common iliac artery. An inflation device was used for inflation. The balloon burst at 1atm. The procedure was completed using another balloon without incident.